Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l info received via email indicates the "although there was no health-hazard, the lot # couldn't be identified because the pt has infection disease, which caused the disposal of the product and its box in question. They are using the 2nd (fms signal) on the shelf without problem so far now." No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for eval is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
Details of the complaint are as follows: although there is no health-hazard, the fms (signal) fell off during use due to cut/breaking beside the balloon. Add'l info received via email dated (B)(6) 2014 is as follows: the initial insertion of the product (signal) was executed by the doctor adding the 35cc water at the department of blood-internal medicine (physician) with the wocn on (B)(6) 2014 and it was found on (B)(6) 2014 that the device (signal) was expelled naturally from the anal due to the lack of water in the balloon. In addition, email stated that during use of the fms-signal, it was expelled due to the rupture of the balloon and it was confirmed that they found the pin-hole beside the balloon/finger pocket. It is difficult to find the small hole at a glance, however, it was observed that the water-leakage from the hole after the infusion of the water to the balloon. Lastly, it is reported that the pt is in the clean-room now for the medical treatment of the gvhd (graft versus host disease).